Manufacturer narrative:
Pt weight: unknown. Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). : conclusions: based on the complaint history, the root cause of the event has been determined the lens was not the right size for the patient. (B)(4).

Manufacturer narrative:
Evaluation:results - a visual inspection of the returned product found one plate haptic and pieces of optic are torn off and missing. Lens was returned in liquid. (B)(4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer single piece lens in the patient's right eye. The lens was too big and was removed with no patient injury. An aq2015a 21.5d lens was implanted. The reporter stated the incident was not product related. No further information available.